Event description:
It was reported that there was unstable output. When the trimedyne field service technician serviced the laser, it was determined that the internal power meter calibration was not linear. It was reported, "when the local loop detector is calibrated at 24 hz for a 1000mj output, the analog to digital output reading is too low at 3.0j. When the local loop detector is calibrated at 24 hz for a 3.0j output, the analog to digital output reading is 30% too high at the 1000 mj setting." Additionally, it was reported that there wasa burn spot on the surface of the detector. This information is documented as reported to trimedyne.

Manufacturer narrative:
Note: this event was initially determined to not be reportable. However, retrospective reassessment led to the decision to report. The component was sent to the manufacturer for evaluation and the results are pending. Based on a preliminary discussion with the manufacturer, the problem may be due to the component being used beyond the specified useful life of the product (>10 years).